Event description:
It was reported by the aci clinical specialist that a male pt underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery below the femoral head via a f6 sheath (model unk). A pre-procedure femoral angiogram showed the vessel size to be 8-9mm. Peri-procedure, the pt was anti-coagulated with 6000 units of heparin. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after shuttling down and unsheathing, there was sealant noted to be outside of the pt's skin. The physician continued with the remaining deployment steps and held pressure for 2 mins. There was immediate bleeding from the access site and the pt was given 25 units of protamine to reverse the heparin. The sealant was retrieved from the skin and discarded. The pt was converted to 20 mins of manual compression at which time hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted. Note: it was noted by the aci clinical specialist that the pt was semi-thin and that the sealant was clearly exposed at the pt's skin immediately upon unsheathing. The sealant never fused to the vessel.

Manufacturer narrative:
The device was not returned, therefore, a physical investigation could not be performed. The review of the lhr (lot f1326001) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.